Event description:
A biomed called to report that a warmtouch 5200 patient warmer had a burned wire harness, and the top buttons were not working.

Manufacturer narrative:
Covidien has requested this warmtouch 5200 be returned for failure investigation. A supplemental report will be submitted if it is returned, and any new significant info is gained. The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.